Event description:
It was reported that the patient presented via merlin.net. The right ventricular lead was oversensing. A chest x-ray was performed and was inconclusive. The lead was capped and replaced on (B)(6) 2016. No additional information was available.